Event description:
The tip of the low profile u-joint driver broke off inside the head of the screw, the instrument tip was not removed from the patient.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Device has been received and is in the evaluation process. Device history record review found no complaint related issues.